Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what is the product code of the device used? Ec60a. What blood vessels were being transected? Abdominal aorta. What provisions were made to establish proximal and distal control of the vessel prior to firing? Unk. What trouble-shooting steps were used to open device? Using the reverse button and firing trigger. Where clips used in this surgical procedure? Unk. Was the surgeon able to complete the firing sequence? Yes (however the blade would not reverse, thus the complaint. What is the current patient status? At a week¿s time post-op, patient was doing fine. At the moment I would have to consult with the surgeon for confirmation. The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open radical nephrectomy procedure, after the proper dissection of the aorta and vein, the surgeon proceeded to the cutting and sealing of the aorta using the device. After firing, the jaws remained closed. He, at that moment troubleshot the instrument using the adequate steps to release the jaws, without any success. He had no other choice than to force the aorta out of the jaws, causing profuse bleeding. The aorta was then clamped, repaired and sealed using sutures. A life saver machine was used to return the lost blood to the patient. The patient is actually in stable condition as per the surgeon¿s criteria, and the patient¿s actual state. There is no understanding as to why the device failed in its application at such moment. He understands that the cartridge was properly selected and placed in the jaws of the instrument. The procedure was prolonged by sixty minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was obtained: per the affiliate: profuse bleeding, elevating risk of patient¿s death and need for blood transfusion, especially that his religious belief (jehovah witness) doesn¿t allow such measure. The following information was requested, but unavailable: what is the product code of the device used? What blood vessels were being transected? What provisions were made to establish proximal and distal control of the vessel prior to firing? What trouble-shooting steps were used to open device? Where clips used in this surgical procedure? Was the surgeon able to complete the firing sequence? What is the current patient status?